Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the safari wire (non-edwards device) was not placed accurately, and it perforated the apex of the left ventricle. The cochlea at the end of the wire was in an extended position, and the tip of perforate the myocardium. Post implant, the patient was unstable and was converted to surgery due to bleeding. The patient outcome was good. There was no additional information provided. It is unknown if an edwards device was on the wire during this reported event. However, as best practice, edwards lifesciences is reporting this adverse event.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences, however, the following IFU/training manuals were reviewed for guidance/instruction involving the esheath and commander delivery system usage: IFU for commander delivery system and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with non-edwards device was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure, the safari wire was not placed accurately, so it perforated the apex of the left ventricle. The cochlea of the end of the wire was in an extended position, so that the tip oft this very stiff wire was able to perforate the myocardium'. In this case, during the procedure, a non-edwards wire was not placed accurately, so it perforated the apex of the left ventricle. The cochlea of the end of the wire was in an extended position, so that the tip of this very stiff wire was able to perforate the myocardium. Per the case notes provided, it is unsure whether the delivery system was placed on the safari wire during the perforation. As such, it is possible the misplacement/mishandling of the wire, and/or guidewire with delivery system, led to the perforation of the ventricle. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.